Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported of the left side device: "capsular contracture" baker grade not specified. Later healthcare professional reported "hardening and deformity of the breast, characterizing baker grade 3 capsular contracture" and "discomfort and pain". The device has been explanted.

Event description:
Patient reported of the left side device: "capsular contracture" baker grade not specified. Later healthcare professional reported "hardening and deformity of the breast, characterizing baker grade 3 capsular contracture" and "discomfort and pain". Later healthcare professional reported "mastalgia". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.